Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient mentioned feeling like their buttocks had a deep bruise when they sat down. Discomfort was also reported so they decreased stimulation and feel a lot better now. Two days later, patient said their urgency hasn't improved like they expected it to. Patient also reported taking antibiotics for a bladder infection. No device issue and no further patient complications have been reported as a result of this event.